Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received this implantable defibrillator at the post-market quality assurance laboratory. Device memory review revealed this device declared the battery status elective replacement indicators (eri) while implanted. This device failed the labeled longevity calculation. This device has been forwarded for detailed analysis. No adverse patient effects reported with the return of this device.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
--